Event description:
It was reported that rapid detection of sars-cov-2 veritor was used and false negative antigen tests were obtained. Confirmatory testing was performed and resulted in many positive pcrs. There was no report of patient impact. The following information was provided by the initial reporter: what confirmatory testing was performed that determined the results were erroneous? Pcr were any erroneous results reported to the doctors? Y if yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N. Is the customer reporting a false positive or false negative? False neg. Was there any patient impact as a result of the false result? No.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false negative results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1144556. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. There are no current trends against false negative results. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rapid detection of sars-cov-2 veritor was used and false negative antigen tests were obtained. Confirmatory testing was performed and resulted in many positive pcrs. There was no report of patient impact. The following information was provided by the initial reporter: what confirmatory testing was performed that determined the results were erroneous? Pcr. Were any erroneous results reported to the doctors? Y. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N. Is the customer reporting a false positive or false negative? False neg. Was there any patient impact as a result of the false result? No.